Manufacturer narrative:
An international customer reported that a baby with surfactant deficient lung disease developed a tension pneumothorax which required drainage. During the chest drain insertion, the firm end of the guidewire was inserted into the chest wall. The operator had confused the soft and firm ends. According to the reporter, this possibly occurred because the operator may have taken the guidewire out of the casing before commencing the procedure. An unspecified "short-term harm" was reported in association with this event. Clarification was requested, but not provided. (B)(4). Investigation ¿ evaluation a review of the documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. IFU states in the warnings section the following: the wire guide should always advance without impedance to avoid perforation of any surrounding structures. The wire guide should always extend beyond the catheter tip to avoid perforation of any surrounding structures. The product was not returned, thus the reported failure could not be duplicated. With the information provided, the physician inserted the firm end of the wire guide, which may have caused unnecessary impedance during navigation, and eventual puncture of the chest wall of the patient. It is also possible that the patient anatomy caused increased difficulty upon insertion, leading to chest wall puncture. The device could have been inserted backwards into the packaging during manufacturing, however as it is reported that the operator took the guide wire out of the casing prior to the procedure which the rep believes caused the confusion of the ends, the root cause will be trended as product handling related - user technique. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported a "faulty catheter." The device involved is a fuhrman pleural/pneumopericardial drainage . No further patient or event information was provided. Additional information was requested. A follow-up report will be submitted upon receipt of any additional information.

Event description:
International customer reported a "faulty catheter." The device involved is a fuhrman pleural/pneumopericardial drainage . No further patient or event information was provided. Additional information was requested. A follow-up report will be submitted upon receipt of any additional information. On (B)(6) 2017: an international customer reported that a baby with surfactant deficient lung disease developed a tension pneumothorax which required drainage. During the chest drain insertion, the firm end of the guide wire was inserted into the chest wall. The operator had confused the soft and firm ends. According to the reporter, this possibly occurred because the operator may have taken the guide wire out of the casing before commencing the procedure. An unspecified "short-term harm" was reported in association with this event. Clarification was requested, but not provided. On (B)(6) 2017: the customer clarified that the patient did not require surgical intervention as a result of this event.